Event description:
It was reported that the spline caught on the filter causing the filter to move and tilt. Reportedly, the physician deployed the filter without difficulties. While retracting, the delivery system, the spline caught on the filter. The filter moved caudally between 1.5 to 2 cms and tilted approximately 90 degrees. The physician gained access contra-laterally and attempted to straighten the filter. The filter tilt was reduced to approximately 30-60 degrees, but the apex of the filter was in the lumbar vein. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The delivery system was discarded and the filter remains implanted; therefore, not available for eval. The event investigation is currently underway.